Event description:
Physician reported this observation of a cloudy optic on an implanted intraocular lens. No pt issues reported and the lens remains implanted. Batch records were reviewed and showed no deviations. A review of the historical complaint database revealed no similar reports for this batch were received. The definitive cause of this observation remains unk.